Manufacturer narrative:
Based on the investigation's results, the most probable cause of the complaint was a component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe's cable section was broken off from the main body. There was no patient involvement.